Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, failed battery test, check settings, and off no power. In the alarm history a motor error and a motor position encoder error alarms were found. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm, no off no power without low battery indicator and no battery out limit noted during testing. All operating currents are within specification. No check settings alarms and no alarms noted in alarm history file or during testing. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip and minor scratched lcd window.